Manufacturer narrative:
No photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. The manufacturer has been notified of this occurrence. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue. (Lot #25075232).

Event description:
Codes.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking. The following information was received by the initial reporter with the following verbatim: it was reported by customer that they had a total of 5 infusion sets result in a leak at the valve from the primary set. Affected sets were changed with a new primary set, and the leak did not reoccur.